Event description:
It was reported that there was an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure required no partial recaptures and only one deployment with the release criteria met following this. After the device was released it was noticed that the patient had a st segment elevation and a temporary drop in their blood pressure. The physician had his partner perform a diagnostic left heart catheterization which was negative. The patient quickly stabilized and their blood pressure returned to normal. They were discharged home the following day in good condition.